Event description:
It was reported that during a hemicolectomy the nurse loaded the reload into the stapler. Nurse removed the retaining cap and noticed that the blade is not in original position and the proximal part of staples is on the cartridge surface.

Manufacturer narrative:
(B)(4). Date sent 7/18/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/2/2024 additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Ans: no

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch #825c22. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage. The reload had the proximal 2 drivers up one of them with two protruding staples and the remaining drivers down with staples present, the knife was noted exposed, and a swing tab was in the unlocked position. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples met the staple form release criteria. The swing tab in the unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 825c22, and no non-conformances were identified.